Event description:
The end user states that the right rear arm socket has broken on the chair. The end user states that the bolt has a cold snap to it, no bend. The end user has no further information is available.

Manufacturer narrative:
Follow up to be sent if additional information is received.